Manufacturer narrative:
Hill-rom technical support ordered parts for the account to install. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution ot this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report form the account stating the left head side rail would not latch. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).